Event description:
The customer claims that after zero balancing, the catheter was removed from the monitor and placed into the pt. Then, the catheter was reconnected to the monitor but the monitor showed error code "e01". When the customer cleaned up the fiber optic receptacle, "e09" was shown. The monitor worked properly with other catheters. There was pt contact but, no injury was reported.